Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A territory manager contacted zoll customer support to report that the monitor she has, is unable to power on when a battery pack is placed in the monitor. The territory manager was issued a replacement monitor.